Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the lens appeared to have shifted during a laser assisted cataract procedure. The patient was taken to the operating room where the surgeon noticed a bubble and noted that the capsule had shifted. A vitrectomy was performed. The surgeon believes the laser caused the capsule to shift. Additional information has been requested.

Manufacturer narrative:
The customer provided the system settings used for the procedure. A review of the settings did show that the user-selected energy for the lens and capsulotomy treatments were higher than typical values. However, these settings are user defined and can be adjusted on a case by case basis. Thus, it cannot be determined if the atypical energy values contributed to this event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).